Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen needle 31gx5mm 5b tw 98ct (B)(6) had foreign matter on the needle. The following information was provided by the initial reporter: the user bought the 31gx5mm new yourui product on (B)(6) in (B)(6): a flagship pharmacy. When using it, it was found that there was a black foreign matter on the needle. The user did not reuse the needle, kept the contaminated product in his hand, and failed to provide the product batch number. 2021-2-24 received an update from the sales representative, and the incident description was updated as follows: the product is not used. The foreign matter is a black unknown object.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes. Returned to manufacturer on: 2021-03-22. Investigation summary: samples were received and an investigation was performed. After disassembling the product, it can be seen that the foreign body is on the inner needle cap, which can be seen through a magnifying glass, and the black is a carbonized inlaid foreign body. The raw material of hub is pp (polypropylene). In the process of machine start up and shut off, there will always be residual pp molten material remaining in the barrel of the injection molding machine every time when the machine is shut down, which will cool and solidify. When the machine is started again, the barrel and hot runner will be heated. During the heating process, the plastic particles will stay in the barrel and hot runner for at least 30 minutes, during which the particles are easy to produce carbon chemicals adhere to the barrel surface. At the beginning of starting up, there will be black carbonized substances adhering to the product and being taken out, so it will be scrapped at the beginning of starting up. Injection molding will start normal production until cosmetic will be passed. However, in normal production, occasionally, there will be residual black carbides peeling off and occasional inlaid foreign bodies into the products during the raw material continue replacement into the barrel. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that pen needle 31gx5mm 5b tw 98ct (B)(6) had foreign matter on the needle. The following information was provided by the initial reporter: the user bought the 31gx5mm new yourui product on (B)(6) in (B)(6): a flagship pharmacy. When using it, it was found that there was a black foreign matter on the needle. The user did not reuse the needle, kept the contaminated product in his hand, and failed to provide the product batch number. On 2021-2-24 received an update from the sales representative, and the incident description was updated as follows: the product is not used. The foreign matter is a black unknown object.